Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for paroxysmal heart area suffocation discomfort for 1 year. Coronary angiography was performed on (B)(6) 2014 and showed single-vessel lesion. Three xience xpedition stents (3.25x38mm, 4.0x28mm and 4.0x15mm ) were successfully implanted in the proximal, middle and distal right coronary artery (rca) with 100% stenosis. After improvement, the patient was discharged on (B)(6) 2014. Patient was compliant with dual antiplatelet drug therapy (dapt) and stopped on (B)(6) 2016. On (B)(6) 2019, the patient was re-hospitalized during a re-examination. Coronary angiography was performed on (B)(6) 2019 and a non-abbott balloon was used to successfully dilate the proximal rca with 100% stenosis. After improvement, the patient was discharged on (B)(6) 2019. The event was related to the device. No additional information was provided.